Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding 242 adverse event on (B)(6) 2021. Customers was using one or more medtronic minimed insulin pumps. The complaint was regarding the missing or broken retainer rings caused the customers to suffer serious injuries. The insulin pump was returned for analysis.